Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that system diagnostics resulted in high lead impedance. The nurse indicated that she had not performed diagnostics on the pt since re-implant as the pt settings were not high enough for diagnostics. However, she accidentally performed diagnostics and found high lead impedance. The pt's device was programmed off and referred to the surgeon. The pt denied any trauma to the site that could have contributed to the high lead impedance. The pt underwent full revision surgery as scheduled. Good faith attempts to obtain both additional info and the explanted product returned have been unsuccessful to date.